Event description:
Physician reported unknown side rupture of a tissue expander. The device has been explanted and discarded.

Event description:
Physician reported unknown side rupture of a tissue expander. The device has been explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Calcification to h.6: the event of a0412 was inadvertently reported. The correct code to capture is a050401. Additional, changed, and/or corrected data: b1; b5; h6.

Event description:
Healthcare professional additionally reported device was implanted for over six months.